Manufacturer narrative:
Insulin pump received with all operating currents within spec and passed functional testing including unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump failed to vibrate during self test due to vibrator motor connector broken black wire. Insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
Customer reported via phone call that the device had a vibrate anomaly. Customer's blood glucose was 150 mg/dl. Customer mentioned the device did not vibrate during the vibrate test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.